Manufacturer narrative:
E1: initial reporter address 1: no. (B)(6). Device evaluated by MFR.: the device was received with the stent in the correct position on the delivery system. The stent was able to be successfully deployed without issue. A visual examination found no damage or issues with the deployed stent. The nominal length of the stent was measured at 62mm, which is within specification. A visual examination found no issues with the stent cups or stent holder. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and tactile examination identified no issues with the tip of the device.

Event description:
It was reported that stent foreshortening occurred. The patient presented with lower limb embolism and underwent thrombectomy. The <50% stenosed target lesion was located in the mildly calcified and mildly tortuous lower limb vein. A 14x60/9fr uni plus 75cm wallstent uni endoprosthesis was advanced for treatment. During the procedure, the selected size was placed in the patient's body, however, the stent was shorter than the actual size. Before procedure, the length of the stent was 60 according to the external packaging. The actual measurement of stent propulsion in vivo was less than 60. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that stent foreshortening occurred. The patient presented with lower limb embolism and underwent thrombectomy. The <50% stenosed target lesion was located in the mildly calcified and mildly tortuous lower limb vein. A 14x60/9fr uni plus 75cm wallstent uni endoprosthesis was advanced for treatment. During the procedure, the selected size was placed in the patient's body, however, the stent was shorter than the actual size. Before procedure, the length of the stent was 60 according to the external packaging. The actual measurement of stent propulsion in vivo was less than 60. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.